Manufacturer narrative:
This supplemental report is being submitted to provide correction, additional information and the results of the legal manufacturer's final investigation. Updated fields: b5, d8, e1, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: broken cable and leakage from o-ring. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: broken cable and leaked o-ring was due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was provided by the customer: the issue was identified during preparation for use before the procedure. The type of procedure was diagnostic. The same equipment was used to finish the procedure.

Manufacturer narrative:
E1 - facility name: (B)(6) hospital. E1 - address 1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head exhibited no image. There was no report of patient harm.